Manufacturer narrative:
The broken proximal portion of the catheter was returned with approximately 19 cm of the distal section missing. The separation site had the appearance of expanded circumferential dilation consistent with bursts that may occur during angiographic injections. Based on the investigation, the catheter appears to have ruptured during angiographic injection when an undetected kink or other obstruction of the catheter was present which resulted in pressures exceeding the limits of the catheter, and this was not detected until onyx delivery. This failure mode may significantly weaken the catheter making it prone to eventual tensile separation during removal. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported that the catheter ruptured during onyx injection. Upon removal, the catheter separated with the distal segment remaining in the patient. It was reported the patient has a minor deficit. Same event as MDR# 2029214-2011-00149.